Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, episodes of non-sustained lead noise due to post-paced t-wave oversensing were observed. Atrial noise and auto-mode switch episodes were observed. Programming changes were made. The patient was in good condition and will continue to be monitored.